Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold crease, wear abrasion, and delamination. A leak test was performed which found an opening on the diaphragm valve. A microscopic analysis was performed which identified delamination of the diaphragm valve. Based on the device analysis the final assessment was delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.